Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissoring. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.